Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The samples were received for evaluation on 03/28/2011. Fifteen companion samples were received for evaluation. A visual inspection of the samples did not reveal any abnormalities. The samples were then submitted for a hand pull test and the results were satisfactory on all of the samples. The reported condition was not confirmed and no root cause was identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter an unknown quantity of clearlink catheter extension sets in which "the clearlink valves are not on securely" out of the packaging and because of that leaking is occurring. The facility is now checking to make sure the valves are tight before use. The condition was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.